Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the endoscope reprocessor has not had a preventive maintenance service done on it in 11 years. There were no reports of patient involvement.

Event description:
No additional information received from customer.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. Updated fields: h2, h4, h6, h11. The device was returned to olympus for inspection, and the reportable malfunction was confirmed. The root cause of the reportable malfunction was the main circuit board was damaged. Based on the results of the investigation, the definitive root cause of the faulty circuit board could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.